Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and indicated lead stretching. (B)(4).

Event description:
It was reported that a pocket and blood infection occurred and the leads were explanted. No further patient complications have been reported as a result of this event.